Event description:
Reporter indicated that vns pt had unexpectedly passed away at their home. Cause of death is not known at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.